Event description:
This is a spontaneous case report received from a medical doctor in united states on 03-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for contraception. The physician reported that patient complained of complication, headaches and wanted essure removed and to be sterilized. The device was removed by hysteroscopy and sterilization was done on (B)(6) 2015. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who complained of complication from essure (fallopian tube occlusion insert). She requested device removal and sterilization; which were done by the physician approximately 10 months after essure placement. The reported event is listed according to essure's reference safety information. In this case, minimal information was given. Physician stated patient complained of complication, headache and requested essure removal. Although it is unclear which complication she was complaining about (if removal was requested due to headache or if it was related to another event); since essure removal was required; causality between the reported complications and the suspect insert cannot be excluded. Since medical/surgical intervention was required; this case is considered an incident. A product technical complaint analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 04-jan-2016 - hcp general questionnaire provided: the patient was (B)(6). Concurrent conditions included overweight (bmi (B)(6)). Drug history included iud. Previous gynecological problems were denied. Essure insertion date was amended to (B)(6) 2015 (lot number a63344; expiration date 20-oct-2015). Analgesia (toradol) was applied. The insertion was easy, as well as the visualization of the tubal ostium. Fluid loss was less than 1500cc, and the procedure took less than 20 minutes. No imaging test was performed to confirm essure placement. Abstinence was adopted as back-up contraception and hsg (hysterosalpingogram) was not performed. Patient had headaches which begun daily the day after essure placement and did not resolve with medication. It was medically necessary to remove essure. No diagnostic test was performed. The right side was removed laparoscopically and the left side was removed hysteroscopically. Salpingectomy was necessary (laparoscopic). There were no signs and symptoms of infection. The headache resolved after surgery, and the patient was happy with no adverse symptoms. Ptc investigation result was received on 27-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: production date: 10/2012; expiration date 31/oct/2015, lot number a63344. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who complained of complication (headache) from essure (fallopian tube occlusion insert). She requested device removal and sterilization; which were done by the physician approximately 10 months after essure placement. The reported event is listed according to essure's reference safety information. In this case, physician stated patient complained of daily headaches after essure insertion with no improvement with medications. After devices removal (hysteroscopic removal on left side and right salpingectomy), she recovered from her symptoms. Considering this information; causality with the suspect insert cannot be excluded. Since medical/surgical intervention was required; this case is considered an incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.